Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ pen needle came with a mix of product types in a pack. This occurred on 10 occasions. The following information was provided by the initial reporter: customer had brought in a box of bd 5mm microfine pen needles which had some 8mm needles mixed in. There were 2 different batch numbers of the 8mm needles - 7061494 and 6032491. Pharmacy said that on looking at the dispensed history, they had never supplied the customer with any 8mm pen needles.

Event description:
It was reported that bd micro-fine¿ pen needle came with a mix of product types in a pack. This occurred on 10 occasions. The following information was provided by the initial reporter: customer had brought in a box of bd 5mm microfine pen needles which had some 8mm needles mixed in. There were 2 different batch numbers of the 8mm needles - (B)(4). Pharmacy said that on looking at the dispensed history, they had never supplied the customer with any 8mm pen needles.

Manufacturer narrative:
Investigation: DHR was performed and no quality notification was raised or abnormality that could have influenced the issue. Samples were received in a damaged shelf carton containing a mix of different sized pen needles confirming the complaint. There was no back to back run for the batch numbers mixed hence a root cause could not be determined.